Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that upon device interrogation on (B)(6) 2014, the logs revealed a motor stall had occurred on (B)(6) 2014 at 13:09, with a recovery the same day at 13:46. The cause for the stall was not known. The severity was mild. No patient symptoms were reported, but the patient recovered without sequelae on (B)(6) 2014. The pump system was being used to infuse baclofen (unknown), fentanyl, and clonidine. Further follow-up is being conducted to obtain information regarding if there were any patient symptoms. If additional information is received, a follow-up report will be sent.